Manufacturer narrative:
Product investigation is in progress.

Event description:
(Took off my tampax) and I have lost the upper part tip was missing. -retained, vagina [foreign body in reproductive tract] . Lost the upper part, tip was missing [device breakage] . Case narrative: consumer reported via email that the tip of the tampon was missing. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
(Took off my tampax) and I have lost the upper part...tip was missing. -retained, vagina [foreign body in reproductive tract] lost the upper part, tip was missing [device breakage] case narrative: consumer reported via email that the tip of the tampon was missing. No serious injury reported.